Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. During an unrelated procedure, the lead was capped and replaced. The patient experienced no adverse consequences.